Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2018, the patient presented to revisit a previous performed endovascular aneurysm repair, where a medtronic device was used, as an endoleak has developed with significant sac growth. The patient received a custom made zenith t-branch device from cook in combination with four gore® viabahn® vbx balloon expandable endoprostheses which were implanted in the renal arteries, the superior mesenteric and celiac artery. It was reported to gore that on (B)(6) 2018, the patient had a rise in the creatinine levels where further investigations indicated that the gore® viabahn® vbx balloon expandable endoprosthesis, implanted in the left renal artery, was completely crushed and inhibit blood flow to the kidney. It was also diagnosed that the medical device, implanted in the right renal artery, showed a slight compression. Whereas the superior mesenteric and celiac artery appeared patent. It was stated that the patient was transferred to the theatre again where both implanted gore® viabahn® vbx balloon expandable endoprostheses were relined with a begraft peripheral plus stent graft system. It was stated that the patient has responded well and was discharged from the hospital on (B)(6) 2018.